Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported against left side "discomfort pain glands in the axillary region" and ¿filtration of the siliconized material by the homolateral axillary ganglionic chain.¿